Manufacturer narrative:
Product condition received: the product was returned with the membrane loosely folded and blood found on the exterior of the catheter. The sheath and one-way valve were not returned for evaluation. Product evaluation: a laboratory insertion test was performed using an 8fr laboratory sheath since the sheath was no returned for evaluation. The technician was able to successfully manually wrap and insert the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. Conclusion: the reported event cannot be confirmed by the evaluation. (B)(4).

Event description:
Balloon not wrapped very tight. Count not advanced beyond iliac artery. Difficulties encountered during insertion. No alarm sounded. No blood seen in the catheter tubing. Update: the account manager spoke with the doctor and determined that the death was not related to the product.